Event description:
Unable to pull catheter back when attempting to move it in the vein. Physician used dilator to remove catheter. Catheter appeared to have a kink in it after removal. No evidence of harm to the pt.